Event description:
According to the reporter: the hernia repair had been completed 4 or 5 years before but the pt had been complaining of pain at the site, and it was determined by the treating physician that a staple was possibly pinching a nerve. The pt underwent day surgery in 2008, had the staple removed and in the process some tissue was cut out since the staple was embedded in tissue. The nurse was asked about bleeding, but no info was offered. The sample will not be returned. No other info was given.